Event description:
A respiratory therapist was pulling a respirator over an obstruction (tubing) on the floor, when the entire device tipped over onto the therapist's leg. The employee sustained no serious injury. However, upon examination of the device it was clear that the unit was too heavy and could tip over with very little force, especially when the wheel hit any type of floor obstruction (tubing, elevator, etc). In rptr's testing it was determined that only a 11-17 lb pulling force (depending on the position of the adjustable graphic monitor) was required to tip the device when being pulled over an air/oxygen hose with a .5 inch diameter. Measurements were made with scale which is calibrated from 0-50 lbs in .5 lb increments. The MFR acknowledged this problem but stated that they had only one other complaint of a similar nature. They are presently prototyping a modification to their present stand which includes implanting 2 10 lb bars in the base of the stand to incrase its weight as well as decreasing the pedestal height by 4". They claim that this modification improves the stability and shifts the center of gravity of the device which they acknowledge as being too high, allowing the machine to tip over easily when being pulled. However, they also state that it was only designed to be pushed and not pulled. Within a few weeks they will be sending rptr a few of these modified stands for testing at his institution. This incident wasn't rptr's first incident with this device tipping. In the past, there have been 3 other incidents where all three devices sustained considerable damage to the oxygen and air inlet assembly on the rear of the machine causing considerable damage to the oxygen and air inlet assembly on the rear of the machine causing it to break off from the main casting. In 2 of the units the graphics monitor lcd display, located on the top of the unit, shattered. It is rptr's intention to quantify the effect of the MFR's modification to the stand by measuring any change in force required to tip the device using the same testing protocol. (*)